Event description:
It was reported that during a da vinci s prostatectomy procedure, black splinters from the large needle driver instrument were found inside of the patient. All fragments were removed. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed there to be scratch marks at the distal end of the main tube with a small amount of material removed. The change in surface finish over the scratched area is under .200" long and less than .040" wide. Scratches may have been caused by instrument collisions and/or rough handling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handling instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.